Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the caller with complete instructions for resetting the pump, and the caller plans to reset the pump when ready, with the option to follow up if the issue persists.